Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2010, a break in aseptic technique occurred described as "area not clean before starting pd". On (B)(6) 2010, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, loading dose, ip), amikacin (100mg, daily, ip), and fortum (1gm, daily, ip). It was unknown whether the peritonitis resolved. The nurse reported that the root cause of the peritonitis was a break in aseptic technique. It was not reported whether the patient was retrained in aseptic technique. Dianeal pd2 ultrabag therapy was ongoing, as was remedial therapy with amikacin and fortum. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy, but was related to a break in aseptic technique. The nurse did not provide a causality statement for the event of a break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.